Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that when attempting to drive the system forward, the system was going backwards. Clinical specialist (cs) reported the system was alarming and the transport release button on the pendant had to be pressed for it to stop. Cs rebootedthe system and upon reboot, the alarm immediately started again. Cs reported he disengaged the clutch and re-engaged clutch. Cs then manually put over patient and was able to perform a spin. Cs reported after the case and backing the system up, the system was functioning as intended. This issue occurred intraoperatively and caused less than 1 hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H6: a medtronic representative went to the site to test the equipment. Testing revealed that performed system checkout but could not duplicate this event. Field service engineer (fse) did experience an issue when fse engaged the drive handle the system started moving forward on its own without fse even pushing on the handle. Fse disengaged the clutch and noticed the right drive motor was moving so fse adjusted the pot from 4.3vdc to the correct 2.5vdc and the system is working correctly now. Reseated all connections on digital drive board just for good measure and drove system around in the hallway stopping abruptly several times just to see if fse could get the beeping to occur but did not. System returned to service. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version #: 4.2.1, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.